Event description:
A programming history database periodic review was performed and showed that the patient's device showed high lead impedance and subsequent device disablement. No additional information has been received to date.